Manufacturer narrative:
A revision surgery was performed (date unknown) (tissue was removed, the bone bed was rebuilt and fixed the implant with wires fixed in a bone tray). This report is submitted on oct 8, 2021.

Manufacturer narrative:
This report is submitted on september 16, 2021.

Event description:
Per the clinician, the patient experienced pain at the implant site, and signs of infection developed around (B)(6) 2021. According to the clinician, the infection was located at the 'conjunctive tissue underneath the implant body', and the implant body appeared to be extruding through the skin flap. A revision surgery has been scheduled on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.